Event description:
It was reported that the insulin pump alarmed button error, waking up the customer. The customer's blood glucose was unknown. The customer stated that they were unsure what their blood glucose was, but, they were feeling fine. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Minor scratches on the display window, cracked reservoir tube lip, scratches on the reservoir tube window, missing end cap sticker and a stained address and serial number label. No button error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces.